Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end detached. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests that the most probable cause of the complaint traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope distal end was detached . There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information to the previously submitted h11 field investigation summary and h4. The incorrect verbiage was removed from the investigation summary and date added to h4. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end detached. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.